Event description:
Healthcare professional reported a patient was injected in each temple with 1cc of juvéderm voluma® xc, and with juvéderm vollure¿ xc with 0.7cc in the right side zygoma and 0.30cc in the left side. Approximately two weeks post injections the hcp saw the patient ¿for a persistent 7/10 nonradiating pressure like headache, worse on right side and with bending forward.¿ an ultrasound will be performed ¿because the hcp believes there is a venous occlusion.¿ symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm vollure¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, b2, b3, b5, b6, b7, c1, c3, d1, d4, h4, h6, h8, h10.

Event description:
Healthcare professional additionally reported, the same day the patient was injected they experienced ¿compression of deep temporal artery + vein by us with sluggish flow in the ¿r & l sided temporal ha.¿ two weeks later, the hcp performed an ultrasound and the results showed, ¿compression of r deep temporal artery and vein causing decreased blood flow.¿ that same the patient was treated with ¿hylenex® injection cannula/ deep space.¿ one week later, a ¿repeat us on r temple improvement of ta/tv blood flow hylenex® x 1 vial us guided injection cannula to left temple for residual/ mild l sided ha.¿ seven days later, the symptoms fully resolved.